Manufacturer narrative:
The cartridge has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient was hospitalized with hypoglycemia while on the pump. The reporter stated that the patient had a blood glucose of 3.3 mmol/l with no symptoms of hyperglycemia. The reporter stated that the patient was treated with intravenous fluids and intravenous glucose while at the hospital. The reporter stated that the pump had a loss of prime alarm that was responded to by a secretary. The reporter stated that the secretary had inadvertently primed 106 units of insulin into the patient. This complaint is being reported based on the allegation that the patient was inadvertently infused with insulin as a result of a loss of prime warning.